Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
There are two associated devices for the reported event. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. During a routine purge cassette change, the nurse was unable to advance past page 4 of the purge wizard despite the purge disc being correctly loaded into the automated impella controller (aic). A second purge cassette was attempted with the same result. The aic was exchanged from unit 12202 to unit 2383, which resolved the issue. A new hematoma was noted at pod 1 of the axillary site; cardiothoracic surgery was aware, a sandbag was applied, and no concerns were raised. The patient remained asymptomatic, and hemoglobin levels were stable.

Manufacturer narrative:
D2a and d2b: updated the device common name and pro-code. D6a and d6b: omit the implant and explant date, this does not apply to the aic controller. H6: added a1414.